Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: phone#: (B)(6). H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported screw fracture at tooth site 36 after 2 months. Implant crown was placed on (B)(6) 2026 patient came referring loosening, doctor noticed screw was fractured, the removal of the fractured bottom part has been unsuccessful so far. Doctor also indicated damaged hex.